Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had bad angulation issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found that the nozzle has foreign object due to insufficient cleaning. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the bending section cover, the light guide cover glass, the scope connector cover, the scope connector, the protector of universal cord on scope-connector side, the universal cord, the grip, the suction-cover, the switch box, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the connecting tube, and the control unit all have a scratch, the control unit has discoloration, the connecting tube has a dent, the adhesive on bending section cover has a chip, and the connecting tube has a wrinkle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: deviation of the reprocessing method from the instruction manual may have caused the foreign material to have remained. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject event in: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor the field performance of this device.